Event description:
Clinical research organization reported this pt died on (B)(6) 2014 of unk cause. This file represents the left side device. See MFR 2024601-2014-00455 for the right side.

Manufacturer narrative:
Medwatch sent to FDA on: 08/26/2014. Allergan has not received the product at this time. Therefore no analysis or testing has been done. It is unlikely the product will be returned. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.